Event description:
During the evaluation of a returned spectrum infusion pump, an 'upstream occlusion' alarm was not experienced during testing when a hemostat was placed on the line above the pump. Any pt involvement, injury or medical intervention is unk since these items were found during evaluation of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. During evaluation, testing for "upstream occlusion" alarms failed. The upstream sensor was replaced. The cause was undetermined. If any additional info is received a follow up will be sent.